Event description:
Information received from the affiliate, indicated that a balloon ruptured when the balloon was inflated to 8 atmospheres. The patient was admitted for treatment of the mid left anterior descending artery. The lesion was described as de novo, moderately calcified and slightly tortuous with 99% stenosis. The lesion was predilated followed by the delivery of a 2.5mm x 18mm cypher stent with slight friction. The cypher stent balloon was inflated to 8 atmospheres when the balloon ruptured. Balloon rupture was confirmed by back-flow of blood into the inflation device and contrast medium leakage under angiography. The physician immediately retrieved the stent delivery system and post-dilation with the 3.0 x 15mm voyager balloon catheter to further dilate the cypher stent. The procedure was completed successfully with no injury to the patient. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Balloon burst is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided, suggests that vessel/lesion characteristics (calcified) may have contributed to the reported event.